Manufacturer narrative:
(B)(6). (B)(4) bands failed to deploy. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. There was no issue noted with the irrigation tube. The suture was intact and attached to both the ligator head and the trip wire loop. Five bands remained on the ligator head and in proper position. The ligator head teeth were not damaged. The trip wire had been cut at approximately 107cm from the distal end. The trip wire was not secured in the handle assembly slot and the proximal loop was retracted into the handle assembly. There was no evidence present that the trip wire had been secured during use. A functional evaluation of the handle was performed and no issue was noted. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was not able to be confirmed. It does not appear that the trip wire was cinched in the handle slot as instructed in the dfu, which impacted the deployment activity of the bands. Therefore the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to turn the handle without difficulty. He was able to successfully deploy the first two ligation bands; however, the third ligation band failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician was able to turn the handle without difficulty. He was able to successfully deploy the first two ligation bands; however, the third ligation band failed to deploy. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.